Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and low impedance. The lead was explanted and replaced. The patient was in good condition.